Event description:
The customer alleged that she performed a control test and received a result of 17 mg/dl. The normal control range for the test strips was 98-135 mg/dl. No adverse events were alleged. The customer only had one test strip left, so no product will be returned for evaluation.